Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited oversensing of atrial pacing pulses by the ventricular rate/sense channel that led to pauses in ventricular pacing.